Manufacturer narrative:
Provided for review was a photo which shows that the inflation tube broke just below the yellow anchor. As reported, the patient had multiple previously placed mesh devices implanted and the anchor may have got caught during the removal process. Per the instructions-for- use prior to removing the inflation assembly the inflation tube is cut as close to the skin as possible, this ensures that the yellow anchor is removed from the inflation tube prior to removing the echo ps from the abdomen. It appears the user did not follow the proper steps in cutting the inflation tube close to the skin, following inflation prior to removing the inflation assembly. Based on the event as reported, it is likely that the yellow anchor got caught up in the patient anatomy which resulted in the tube breaking with forces applied during the removal process. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use, supplied with the device states: "once the ventralight st mesh w/echo ps positioning system (the device) is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity. To deflate the echo ps¿ positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. Begin pulling the positioning system off the mesh in one smooth motion. Continue removing the echo ps¿ positioning system by pulling it up to the tip of the trocar. Remove both the echo ps¿ positioning system and trocar simultaneously". Device not returned.

Event description:
As reported, a ventralight st w/echo ps was used during a robotic ventral hernia repair procedure on (B)(6) 2022. It was noted after removing the echo ps, that the yellow anchor from the inflation tube was missing. The surgeon extended the patient incision, searched around the abdomen, and located the piece of inflation tube with the yellow anchor. This was removed from the patient. The surgeon reported that the patient had multiple pieces of mesh already implanted and felt that the anchor got caught during removal and the inflation tube broke when removed.